Manufacturer narrative:
The product was returned and large amounts of biomaterial were found to have been ingested into the cannula. The pump was run and reproduced low flows until the biomaterial was ejected and then the flows returned to a normal range with an offset. The data logs from the field confirm the placement signal issues and low pump flow. At the start of the case the placement signal was lower than expected and the correct the field performed a manual re-zero. Once the re-zero was performed an offset of approximately 175mmhg was added to the placement signal. This offset created a high placement signal reading and low pump flow as a result. The root cause of the initial low placement signal was determined to be ingested biomaterial. The root cause of the false flow reading was determined to be high placement signal as a result of the manual re-zero.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella presented a placement signal failure on the second day of support. Pump flow was reported to be 0 lpm. The patient continued to improve so the pump was assumed to be functioning, and the patient continued on support until the device was successfully weaned.